Event description:
Healthcare professional reported right side "pain, capsular contracture (baker grade unknown) and rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect-f15-recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture

Event description:
Healthcare professional reported right side "pain, capsular contracture (baker grade unknown) and rupture". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Additional observations: observed creases on the device.